Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced gui printed circuit board (pcb). The ventilator software was upgraded to the current software level. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the graphical user interface (gui) display inoperable. There was no patient connected to the device.